Manufacturer narrative:
A review of the manufacturing record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During an arm fistulagram and angioplasty, the physician advanced the evercross balloon to the stenosis for pre-dilatation and prep for a larger balloon. The evercross balloon was inflated to nominal and the lesion did not yield. The physician pulled the evercross back through the lesion prior to complete deflation. Resistance was experienced and the balloon eventually came back through the lesion. When balloon was removed from the sheath, damage was noticed. Part of the balloon was still in the patient. The physician took patient to the or and removed the rest of balloon.